Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. In addition, a previously capped rv lead remained capped. No additional adverse patient effects were reported. This device was explanted.